Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle was used in a left atrial appendage occlusion (laao) procedure in which a pericardial effusion occurred. An laao procedure was performed and at 6:30 am the next morning, a pericardial effusion was discovered. The patient was brought in to the lab and pericardiocentesis was performed. Asked for a possible cause, the lead physician suspected that since it was a very slow effusion, it most likely occurred due to the appendage closure device. The physician recalled some extra movement when tension was applied to it, so a small tear possibly occurred at that time. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.